Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2012, galactorrhea female, morbid obesity, atypical squamous cells of undetermined significance, pap smear, pelvic pain, chlamydial infection, neisseria gonorrhoeae infection, vaginal discharge, fatigue, headache, stress, weight gain, malaise, anxiety, depression, inability to lose weight, abdominal pain and constipation. (B)(6) test performed on date (B)(6) 2014 and (B)(6) 2013 and (B)(6). Chlamydia test performed on date (B)(6) 2014 and (B)(6) 2013 and negative. Previously administered products included for an unreported indication: mirena iud from 2011 to 2013 and wellbutrin. Concomitant products included etonogestrel (nexplanon). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain lower back"), abdominal pain lower ("pain lower abdomen") and pain in extremity ("pain right leg"). In (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with hydromorphone, ibuprofen, paracetamol (acetaminophen) and surgery (ablation in (B)(6) 2018). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, back pain, abdominal pain lower and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pain in extremity and vaginal haemorrhage to be related to essure. The reporter commented: additional hpi: placement of devices was somewhat difficult due to narrow tubal lumen bilaterally and images of protruding device were suboptimal as endometrium collapsed onto coil, but good placement noted at time of placement. Discrepancy noted: essure insertion date previously reported as 2016. In this follow up as per pfs insertion date -(B)(6) 2016 and as per mr insertion date is (B)(6) 2016. Discrepancy: as per pfs essure confirmation test that -the patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure devices are noted within the ovaducts occluding the ovaducts bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs and mr received : previously reported event injury nos replaced with new events - abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (general), dysmenorrhea (cramping), pain lower back, pain right leg and pain lower abdomen were added. Product information: indication and insertion date were updated. Patient information: date of birth, height and race were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.